Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. During troubleshooting, the customer was unable to successfully load a new cartridge onto the pump, leading to escalated troubleshooting by the csa. Despite following instructions to inspect and clear the pneumatic tap area and reattach the cartridge, the issue persisted. Consequently, a replacement pump was sent to the customer. In the meantime, the customer was advised to use multiple daily injections (mdi) as a backup therapy. Training and instructions for handling both the old and new pumps were provided, and the customer was informed about returning the malfunctioning pump to tandem.